Event description:
On 04/01/2026, dr. (B)(6) reported that a 56-year-old female patient presented to his (B)(6) dentistry office with concerns related to a previously placed dental implant. The implant was placed on (B)(6) 2025 at tooth location #22. It was reported that the implant was placed following an immediate extraction and was immediately loaded. The patient presented with the issue on (B)(6) 2026, after prosthesis attachment. During the examination, the doctor discovered that the implant lacked primary stability and had failed to osseointegrate; it was removed on the same day of the visit without the use of any instruments. The implant was not replaced. The doctor additionally mentioned that a temporary bridge was placed using teeth #18, #19, and #20 as supporting abutment teeth, and that the prosthesis extended toward the area of tooth #22, where the implant had failed. It was reported that the type of abutment was a prefabricated abutment. The patient had symptoms of inflammation, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant, which resolved after implant removal. The prosthetic restoration was a partial arch, screw-retained prosthesis, and the opposing arch consisted of natural teeth with a partial denture the patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and excellent oral hygiene. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).